Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. During the procedure, this right ventricular (rv) lead was tested and it was found that pacing impedances were high out of range and there was no capture with 10v of output. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.